Event description:
It was reported that during service and repair pre-testing, it was observed that the red led on bay #1 on the universal battery charger device lit up when the power module device was plugged in. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the charging bay #1 had an error when power module device was inserted. Therefore, the reported condition was confirmed. The assignable root cause was determined to be most likely due to normal wear on components from use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.